Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The insulin pump has not been exposed to magnetic environment. Customer was able to clear alarm and pump rewind. The displacement verification test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Re-insert original connected reservoir and set used when the alarm occurred. Customer run manual prime and motor error alarm occurred. The device will not be returned for analysis.